Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four and half months post implant the patient was in the hospital due to an infection. Additionally, when they went to take the patient for a computerized tomography (CT) scan the patient coded. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.